Manufacturer narrative:
The mega suturecut needle driver instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the mega suturecut needle driver instrument would not come out of the cannula. The instrument and cannula were removed together, and it was recognized that the pin on the instrument had become dislocated enough that the instrument could not come out of the cannula. Customer removed the pin and then removed the instrument from the cannula. No fragment fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
The mega suturecut needle driver instrument has been evaluated by the failure analysis (fa) team. Fa was able to confirm/reproduce the reported complaint. The instrument was found to have the proximal clevis dislodged from its original position. As a result, the instrument could not operate properly. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was unable to operate properly due to the dislodged clevis. The instrument grips could not open or close. The instrument was not fully functional. The probable root cause is attributed to the manufacturing process. The instrument grip/clevis pin can become dislodged and sticking out due to improper swaging.

Event description:
Refer to h11 for follow-up information.